Event description:
It was reported that a patient had received an inappropriate patient notifier for non-sustained lead noise. Clinician explained that she received several episodes for nonsustained lead noise, but no noise was present. There was a discrepancy in the point of sensing between the near and far field channels causing an inappropriate classification. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of the complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.